Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was emitting a double beep sound without a cassette. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it be in fair condition with a damaged housing and scratched screen. Upon review of the event history log of the pump, no evidence of the reported customer complaint was noted. However, the moment the device was powered up the device started double beeping, confirming the reported customer complaint. The downstream sensor was then replaced and the problem source has been determined to be unknown.